Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 with hemolysis in the setting of a sub-therapeutic inr (with lovenox bridging) due to an elective colonoscopy. It was reported that the patient did not resume coumadin as instructed due to confusion. The patent's lactate dehydrogenase (ldh) levels ranged from 800 u/l to 1600 u/l. The treatment included starting IV fluids due to lack of improvement in the ldh. A transesophageal echocardiogram showed mild inflow and outflow obstruction. Aggressive blood pressure management was also initiated. The patent's pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device - 1 year and 9 months. Device evaluation: the evaluation of the returned device found a small, tissue-like thrombus formation was adhered around the inlet bearing ball. The thrombus appeared to have formed in laminated layers indicating that it likely developed on the bearing. Additionally, a non-laminated tissue like deposition was present around the outlet bearing ball; however, it did not appear to have originated in this location and its specific origin cannot be determined. Both depositions showed areas of denaturation indicating that they were present during pump operation; however, a duration in which they were present in the pump cannot be determined. The observed depositions would have potentially contributed to the reported elevated lactate dehydrogenase levels. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. The instructions for use lists thrombus as a potential adverse event associated with use of the left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: he was admitted (B)(6) with hemolysis in the setting of sub therapeutic inr (with lovenox bridging) due to elective colonoscopy. Unfortunately he did not resume coumadin as instructed due to confusion.